Manufacturer narrative:
The field service engineer (fse), collected the log files. The logs were reviewed and showed that from (B)(6) 2017 13:50 to (B)(6) 2017 22:02, there were numerous desat alarms occurring some of which were silenced and/or suspended by users. Per communications with the ICU clinical nurse specialist, there is no allegation of device malfunction and/or that the device contributed to the patient event, however, they wanted to be able to review the alarm data to understand user response or non-response to alarms provided. The alarm log data was provided to the customer for review. Based on the information, user alarm handling cannot be ruled out as a factor. No device malfunction occurred is supported.

Event description:
The customer was seeking a list of alarms from the audit log for the patient in room 512 from (B)(6) 2017 13:00 to (B)(6) 2017 02:00 for review. Further communications with the ICU clinical nurse specialist indicated that the patient fell and expired.